Event description:
Rk surgery. I went in for rk surgery on my eyes and after the surgery I had severe pain in both eyes. My vision was awful so my dr did enhancement on both eyes but this didn't help with my vision problems. I saw halos and could barely see while driving at night. Glasses didn't help. I'm now wearing special hard lenses but continue to have eye pain. FDA safety report ID # (B)(4).